Event description:
Reportedly, pt was using walker when the walker would not lock into position causing pt to fall. Pt suffered three bruised ribs and a dislocated shoulder. Medline was unable to confirm or obtain any more info from account. Walker was purchased in 1994. Medline no longer carries this item number. 8/20/97 the walker was returned to medline because it was not mfg by graham-field. The MFR of the walker is lumex.